Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2011, the patient presented with stable angina. The 90% stenosed and 10 mm long target lesion was located in the middle left anterior descending artery (lad) with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. The patient was discharged on the same day on aspirin and prasugrel. In (B)(6) 2012, the patient was hospitalized for 5.4 cm saccular infrarenal abdominal aneurysm and endovascular aneurysm repair (evar) was performed. During hospitalization for the saccular infrarenal abdominal aneurysm, the patient developed recurrent atrial fibrillation. During hospitalization for saccular infrarenal abdominal aneurysm and atrial fibrillation, troponin levels were found to be elevated consistent with the protocol definition of myocardial infarction (mi). Electrocardiogram revealed t wave inversion suggesting lateral wall ischemia. The patient was diagnosed with acute non q - wave myocardial infarction and cardiac catheterization was recommended. Medical treatment was recommended and no intervention performed. The patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product.(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).